Manufacturer narrative:
Fractured screw from insertion post. Fracture was caused by mechanical overloading caused by user. Dentist should be consulted instruction for use to prevent this from happen.

Event description:
Fractured screw from insertion post.